Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the manufacturing facility, a crack in the semi-rigid adapter of the clave secondary port on the cassette of the primary tubing set was noted. Although there was potential for a leak, no leakage was reported.